Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient has alleged death. Medical intervention was not specified. The device has not yet been returned to the manufacturer for investigation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer received new and relevant information on 09/24/2025. The device was returned to the manufacturer¿s product investigation for investigation. During the evaluation patients' spouse that patient passed away and would like to return the device. No other peripherals or accessories were returned with the device. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device. Section g3 and h6 have been updated in this follow up report.